Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was damaged but still operable. The following information was provided by the initial reporter: "customer reported a damaged plunger rod."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) 29gx12.7mm, 0.3ml bd insulin syringe from an open polybag from lot 9337434. Customer reported a damaged plunger rod. The returned syringe was examined, and it was observed that both the plunger rod and plunger cap were damaged. A review of the device history record was completed for batch # 9337434 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted that did not pertain to the complaint. Assembly process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Packaging process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp was damaged but still operable. The following information was provided by the initial reporter: "customer reported a damaged plunger rod."